Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and on the same day the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated for the peritonitis with inj. (Injection) reflin and inj. Fortum (1gm, routes and frequencies not reported). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.